Event description:
Biomed called to request a service call. There was an "incident" filed with the FDA on this. Complaint: the driver suddenly stopped while on a patient and they were not able to repressurize to restart driver. They were unable to find the leak. The patient was placed on another 3100a... So there was no patient compromise. On 10/23/2006 a letter was sent to the user facility requesting additional information on the incident and recent service history of the unit. On 11/1/2006 a representative from the user facility called in response to the letter. He said that the letter states that "there was an "incident" filed with the FDA on this" and this is not correct. He said that he had told the viasys tech support rep that there was an internal incident report done but none was submitted to the FDA. He asked if since they did not file a report with the FDA, would he still need to fill out the information requested on our letter. We told him that we still need that information to complete our report to the FDA. We asked him if he would please fill out the requested information and fax it back to us. He stated that he would. As of 11/27/2006 no fax has been received.

Manufacturer narrative:
H3 & h6: the viasys field service rep evaluated the unit and determined that the root cause of the reported event was incompatible settings. The end user had set the high paw alarm setting too high in relation to the other settings. The department supervisor stated that the high paw alarm was not set in accordance with their department protocol which is 5cmh2o above the map and the low paw alarm is 5cmh2o below the map. The viasys field service rep recommended to the customer that since the unit would be due a 7 year pm in a few months that it be done now and the customer agreed. During testing following the pm the viasys field service rep found that the power knob had been forced beyond its stop point and required reinstallation. The viasys field service rep performed a 7 year pm on the unit, removed and reinstalled the power knob and ran the unit through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the unit was returned to the customer's control ready to be placed back into service.